Event description:
The pt was initially admitted in 2004 with a lesion in the proximal left anterior descending branch. A 3.0 x 18mm bx velocity stent was implanted to treat the lesion. During an 8 month follow up, a control angiography was done adn 75% in-stent restenosis was observed in the target lesion. The pt had a percutaneous transluminal coronary angioplasty done to treat the lesion along with brachytherapy. The pt's medications included the following: aspirin, beta-blockers, ace inhibitors, ca antagonist and diuretics.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states. This male in the study experienced restenosis of a bx velocity bare metal stent. The study is a randomized controlled open-label study of the cypher stent in the treatment of diabetic pts with de novo native coronary artery lesions. Medical history and risk factors that may have increased his risk for mace included known 3-vessel coronary disease with prior pci, hypertension, diabetes and smoking. During the index procedure, one 3.0/18mm velocity stent was implanted in the pt's proximal lad. Procedural details were not provided. No complications were reported. At the 8-month follow-up, the pt was asymptomatic; however, control angiography identified 75% in-stent restenosis of the previously stented segment. Treatment included balloon dilatation and brachytherapy. The stent was not returned for evaluation; it remained implanted. A review of the manufacturing records indicated that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a potential adverse event associated with coronary artery stenting. Review of the available info suggests that pt factors specifically diabetes and smoking) and progression of exiting coronary disease may have contributed to the event.